Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: h6: type of investigation codes were added: 4109, 4111 and 3331. H6: investigation findings code was added: 213. H6: investigation conclusions code was added: 67 and 4315. Zimvie received the reported implant for evaluation. Unable to confirm damaged threads. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. DHR review was completed for the subject lot number 2021071480. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2021071480 for similar events and no other complaint was identified. Based on the investigation and risk management file review, the most likely root causes determined from the investigation are material selection of the implant was not adequate to withstand recommended torque values for placement of restorative component, and patient factors. Therefore, based on the available information, device malfunction could not be verified. The reported event was non-verifiable with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). B3: date of event unknown / not provided. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the internal hex of the implant at tooth location #29 was stripped and the patient had constant mobility of the crown. The implant was removed.